Event description:
This case was initially received via regulatory authority (usfda, reference number: mw5081480) on 17-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("irregular and heavy menstrual cycles") in a female patient who had essure (batch no. B82473) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram and vitamin d nos (vitamin d). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), anxiety ("increased anxiety") and depression ("depressive episodes"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the menometrorrhagia, alopecia, anxiety and depression outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, depression and menometrorrhagia with essure. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (usfda, reference number: mw5081480) on 17-dec-2018. The most recent information was received on 04-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("irregular and heavy menstrual cycles") in a female patient who had essure (batch no. B82473) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram and vitamin d nos (vitamin d). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), anxiety ("increased anxiety") and depression ("depressive episodes"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the menometrorrhagia, alopecia, anxiety and depression outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, depression and menometrorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.